Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The patient presented to the hospital due to critical alarm. It was determined a motor stall occurred with no recorded recovery. No symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included trying to "restart" the pump unsuccessfully. The pump was replaced on (B)(6) 2017. The pump would be returned. The event was considered resolved. The patient status was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the motor stall occurred on (B)(6) 2017. The pump logs were not available. The pump was used to deliver bupivacaine (20mg/ml, 20.995mg/day). The patient experienced "decreased pain" (relief). As of (B)(6) 2017, the patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was (B)(6) 2013. The patient was doing okay.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.